Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant after multiple attempts the helix would no longer work properly. The lead was not used and a new lead was placed successfully.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Health professional? - 'yes' should have been selected in initial report.